Event description:
It was reported to globus that a pt had loss of height of a fortify spacer. No revision is scheduled. Initial surgery was (B)(4) 2015. Pt underwent a c4-7 fusion, with c5-6 corpectomy with the fortify implant. No other fixation or support was utilized.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval. A thorough review could not be conducted as the part number and lot number have not been provided. Additional info has been requested, and will be provided in the supplemental report if and when it is made available.